Event description:
It was reported that the patient presented in the emergency department for presyncope previously. The patient presented in clinic for follow up visit. Upon interrogation, the right atrial lead exhibited impedance measurement anomaly. The lead was explanted and replaced. The patient was doing fine.

Manufacturer narrative:
(B)(4)